Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 5/25/2016: litigation received. Litigation also alleges discomfort, metallosis, and elevated metal ions. The stem is being added to the complaint. A doi was provided. This complaint was updated on: 6/10/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, fracture(bone), abductor muscle repair, dislocation, infection and loosening of the stem. After review of medical records for the MDR reportability, patient was revised to address pain. It was stated in the medical records that head and liner was removed. There is no revision notes provided.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, fracture(bone), abductor muscle repair, dislocation, infection and loosening of the stem. After review of medical records for the MDR reportability, patient was revised to address pain. It was stated in the medical records that head and liner was removed. There is no revision notes provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) UDI:((B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.